Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2017-02485. It was reported the patient was in a motorcycle accident. Since that time the patient has not received effective therapy. The patient underwent surgery where the leads were explanted. The surgery date is not known at this time.

Event description:
Device 1 of 2, reference MFR report #1627487-2017-02485.

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-02484. The patient¿s entire system was explanted on (B)(6) 2017.

Event description:
Device 1 of 2. Reference MFR report #1627487-2017-02485. Follow-up identified the patient's entire system was explanted on (B)(6) 2017. The originally reported explant date was incorrect.